Manufacturer narrative:
(B)(4). This lot was manufactured from june 7, 2014 ¿ june 9, 2014. Evaluation summary: the device was received for evaluation. During visual inspection a white particle measuring approximately 1.70 mm in size was observed floating in the fluid within the bladder. Fourier transform infrared spectroscopy determined the particle to be acrylic material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was observed with particulate matter inside the reservoir. The unit was filled with flucloxacillin. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
Complaint no: (B)(4). The evaluation is in progress. Upon completion of baxter's investigation or if additional relevant information is obtained, a follow-up will be submitted.